Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A promus element stent was deployed in an unspecified lesion, it was noted that the stent was well positioned and apposed. An unknown non compliant balloon was advanced to the lesion for postdilation and during advancement, the proximal edge of the deployed stent became crushed. The physician re-crossed the deployed stent with the same non compliant balloon and inflated the balloon in the proximal end of the stent to reopen the crushed segment. The procedure was successfully completed with no patient complications reported. The patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).